Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address cup loosening. Update: 2/2/2001 - medical records received. The lot number was corrected as well as the original surgery date. Update: 12/16/2011 - litigation papers received. They mention excessive levels of cobalt and chromium in patients blood. Patients date of birth and femoral head were added. There is no new additional information that would affect the investigation.